Event description:
It was reported that the dr experienced difficulty deploying the filter. The filter was fully unsheathed and the legs would not released from the spline. The dr wiggled and twisted the filter to release the legs. The filter landed 2-3cm from the intended location.